Event description:
It was reported that a patient presented with high pacing impedance and capture thresholds noted on the patient's right ventricular lead. A lead fracture was suspected and when in unipolar configuration, pectoral stimulation was observed. Corrective programming changes were made. No adverse patient consequences were reported.